Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they had high blood glucose levels because they were using older quicksets. The customer states they woke up with 420mg/dl. The customer states their levels were high before because the cannula was bent. The customer's blood glucose level was over 390mg/dl. The customer state they treated with manual injections. The customer did not have time to troubleshoot and states they will be calling back. The customer will be sent emergency supplies once they call back.